Manufacturer narrative:
The phacoemulsification handpiece (s/n (B)(4)) was manufactured on october 26, 2010. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece (s/n (B)(4)) was manufactured on october 29, 2010. Based on qa assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two (2) patients experienced a corneal burn during a procedure. The procedure was completed. This report is for patient one (1). Additional information has been requested but none has been received.

Manufacturer narrative:
The surgeon reported two (2) corneal burns. Additional information was requested with none received to date. The company service representative examined the system and was unable to duplicate the problem reported. The company service representative primed, tuned, and tested two (2) phaco handpieces. Both handpieces passed prime and functioned as expected. No problems were found with the handpieces. The system was then tested but did not meet all product specifications. The backup battery requires replacement and has been ordered. Although the system does not meet all product specifications, the system can be used pending the backup battery replacement. The backup battery is unrelated to the events reported. The operator¿s manual includes the warnings: use of the ozil® torsional and u/s handpiece in the absence of irrigation flow and/ or in the presence of reduced or lost aspiration flow can cause excessive heating and potential corneal and/or scleral burns. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. Appropriate use of constellation® vision system parameters and accessories is important for successful procedures. Use of low vacuum limits, low flow rates, low irrigation pressure, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions, and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Directing energy toward non-lens material, such as iris or capsule, may cause mechanical and/or thermal tissue damage. Thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The associated system (s/n (B)(4)) was manufactured on may 23, 2013. Based on qa assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).